Event description:
It was reported that the device was explanted after implant duration of approximately 102.63 months, due to mitral insufficiency. Per the operative report, "the valve was then inspected. The anterior leaflet was very redundant, elongated cords, multiple. It was excised." The valve was replaced with pericardial valve. Reportedly, the patient tolerated the procedure well and was sent to the open heart recovery room in stable condition.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.